Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report. Measures taken: the drive board (pn: msp161500) was replaced. The ventilator device passed the service software tests successfully and is put back in service.

Event description:
Hamilton medical ag received the following incident description: "vent will not turn on with ac or battery power". There is no patient involvement. The ventilator device model hamilton-t1 is designed to use for patient transportation. In that specific configuration, if the device would be urgently needed and there is a powering issue, a consequence for a patient when ventilation is urgently needed cannot be excluded. Therefore, the event was assessed as reportable.